Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine upgrade procedure from an implantable pulse generator (ipg) to cardiac resynchronization therapy defibrillator (crt-d), the patient experienced a coronary sinus (cs) dissection. The left ventricular lead was not used and another was implanted about 18 days later. No further patient complications have been reported as a result of this event.